Event description:
On 4/28/75, rptr had a simple mastectomy with augmentation mammoplasty for fibrocystic disease using another co's implant. On 6/25/82, the old implants were replaced with this co's implants. Pt had severe bilateral capsular contracture. Other problems: poor circulation, pain in breasts, back, ribs, arms and fingers, possible implant leakage/rupture, arthritis, rheumatoid arthritis, rashes on arms, fatigue, joint swelling/pain/stiffness, muscle fatigue, implant skin hardening, finger and hands swell, glands under arms swell, hair loss, coldness and pain of extremities, second implants don't feel right, hip replacement, gastritis, degeneration of cervical spine, capsular contractures, thinning breast skin, polyarthritis, raynaud's phenomenon, inflammatory arthritis, dizziness, lesions, hypercholesterolemia, osteoarthritis. (Also see mw1000595 and 1000597.)